Event description:
Customer stated a sample with a known anti-c and anti-s failed to react with ortho 0.8% resolve panel a lot # vra116. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident.